Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio inr: 7.5, lab inr: 3.5. Venous blood was used for testing on inratio test. Time between testing was a few hours. Pt takes coumadin every night.

Manufacturer narrative:
User reported sample was applied to the strip via venous collection. Per product insert, "the inratio/inratio2 system is designed to use fresh capillary whole blood. Plasma or anti-coagulated whole blood should not be used." This off-label use of the product makes further analysis of the reported results inappropriate. No product associated with the complaint is expected for return. In-house therapeutic donor testing with retain strips was performed with reported lot number 275252. (B)(6). All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. As reviewed on (B)(6) 2012, nineteen (19) discrepant result complaints were reported for lot number 275252 yielding a complaint rate of 0.049%. Due to this low occurrence rate, below the total complaint action threshold of 0.07%, corrective action is not required at this time. This issue will continue to be tracked and trended. No corrective action required at this time as no product deficiency was established.